Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 594 mg/dl. Customer also stated that motor error was found. Troubleshooting was performed. Customer reported the drive support cap was normal. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The device alarmed motor error during rewind due to corroded motor home switch. Unable to confirm encoder signal out alarm and unable to perform any tests due to motor error alarm. Drive support cap was inspected and no anomaly was noted.